Event description:
It was reported that during a procedure to upgrade the implantable pulse generator ipg for MRI capability purposes the physician suspected that there was a fracture in one of the implanted leads. The lead was replaced and the procedure was completed successfully. The patient was fine post operatively. The explanted lead was discarded and was not returned.